Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. There was no reported adverse effect to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.